Event description:
It was reported that during an implant attempt, the helix of the lead was noted to be exposed prior to use. During testing of the lead prior to implant, the helix triggered. The lead was not implanted and a different lead was used for the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): no anomalies found; full lead returned and analyzed.